Event description:
It was reported that during an unknown procedure, the stapler malfunctioned during surgery. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged firing trigger handle, incomplete-interrupted cycle. Additional information was requested and the following was obtained: do you have additional information about how the device malfunctioned during the procedure? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 1st. What color cartridge was being used? Unknown. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Handle snapped upon initial firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, broke. The analysis results found that the ets45 device was received with the firing trigger damaged and with a tr45b cartridge loaded in the device. The returned reload was partially fired 1/10 and with the cartridge lockout spring damaged which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No damage on closing trigger was noted during visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.